Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they normally saw off and ok when they check the ins with the patient programmer. The patient reported that they had not intentionally turned the stimulator off. The patient reported that the right side showed 2.6v and the left side 2.5v. The patient reported successfully turning the ins back on, but reported feeling dizzy after turning it back on. The patient reported turning stim back off and lowering the settings before attempting to turn it back on. The patient reported they were only able to decrease the right side to 2.4v and the left side to 2.3v before seeing the lower limit reached screen. The patient reported turning stim back on, but again reported feeling dizzy and "started spinning around again." The patient reported turning the stimulation back off again and confirmed they were feeling ok after turning it off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s stimulation was off. The patient turned stimulation on and became verbally disoriented and said ¿everything was moving around¿ and reported that ¿that wasn¿t a good feeling.¿ they were describing a dizzy feeling. They immediately helped them turn stimulation off and the feeling subsided. They suggested to see the hcp right away. The patient said that one time they went to check the implant and they got ¿really dizzy¿ that time too. The patient said that was maybe why the doctor told them to leave it alone. The patient reported it occurred earlier this year. The patient said that they also had some falls. They didn¿t remember exactly when, but they said it had occurred this same year. The patient¿s wife said they were going to get them a life-alert system. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a healthcare provider (hcp) reporting that the cause of the ins being off was due to the battery not being charged and turning off. The hcp reported that the reported dizziness was transient. The hcp reported that the patient called into the hcp and was walked through turning the ins back on and after a time the dizziness resolved. The hcp reported that the issues had been resolved. No further patient complications have been reported as a result of this event.